Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery if the damage impacted the power circuit. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, there was visible moisture corrosion in the battery compartment. A leak test failed due to the crack in the battery compartment. The pump was opened and there was moisture found on the printed circuit board.